Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 444mg/dl. The customer states they treated with pump. Troubleshoot was conducted. The customer did not have tubing clamp available to conduct high pressure testing. The customer states they would call back to complete troubleshoot. No further assistance provided at this time.